Event description:
From staff: microclave (blueclave) on IV tubing unable to flush or give medication. Clave stuck in closed position and had to be removed during a procedure (MRI) in order to flush medication line. This device was discarded by staff. The device information provided is from another "like" device.